Event description:
Option study. It was reported that a transient ischemic attack (tia) occurred. Prior to the index procedure, aspirin was administered. A left atrial appendage closure procedure was performed, and a 31mm watchman flx closure device was implanted with a complete laa seal and a deployed device diameter of 24.3 mm. After the implant the patient was continued on aspirin, warfarin/vka, and clopidogrel. The patient was discharged the same day. On (B)(6) 2023, 854 days post index procedure, the patient presented to the hospital with the complaint of difficulty in speaking for one hour which was earlier in the day. At the time of admission to the hospital for further evaluation and treatment, speech was back to normal. The patient was on aspirin and clopidogrel medication regimen. Computed tomography (CT) of head and neck was performed which was normal and neurology was consulted. On (B)(6) 2023, the patient was admitted to the hospital for further evaluation and treatment. The national institutes of health stroke scale (nihss) score was 1 from a baseline of 0. A transthoracic echocardiogram (tte) was performed which revealed complete seal of the watchman flx closure device within the left atrial appendage (laa) and no thrombus on the atrial facing surface of the closure device. The patient was diagnosed with a tia and stopped on aspirin and started on apixaban medication. The event was considered resolved and the patient was discharged home.